Manufacturer narrative:
Visual findings observed deep scratches on the exterior housing. The side switch cover has been torn off, leaving the unit with exposed control buttons. Both dust covers underneath the battery slots and one of the mounting slots have been damaged. Evaluation of the unit found that the mode button did not go into voice only and mute modes when the nurse call cable was plugged into the nurse call receptacle, due to a pin being bent down inside the nurse call receptacle. The alarm not sending a signal to the nurse call station as intended could result in the alarm failing to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit has been in use for more than 5 years, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported that the sensor output will not activate the nurse call system anymore. The date the issue was discovered is unknown and no patient incident or injury was reported.